Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd (liquid crystal display) monitor had an intermittent image. The problem was first noticed when hospital staff was testing the set up after replacing the computer, the monitor would turn on and display for a short time and then go dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The technical assistance center (tac) recommended that the customer send the device to olympus for evaluation. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.